Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the product is not being returned, it has been discarded by the customer. We attribute the product's condition to fair wear & tear due to age and use as it is over 4 years old and reportedly seen heavy use. No corrective action is required and no further action is warranted. (B)(4)-incomplete. The lot number is currently unavailable. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep reported the distal tip of the customer's penetrating 35 degree up grasper was broken and not closing completely during a shoulder procedure. He verified the device did not break during the procedure, they just noticed right as they went to use the device. The surgeon used another like device to complete the procedure with no patient consequences or delays. The sales rep did not have the lot number but verified the device is over 4 years old and had seen heavy use. The device was discarded.